Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department with a note that indicated, device alarming call service error codes 11/004/090 and 11/004/086. The customer contact reported the service alarm code occurred at power on, there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use.